Event description:
It was reported that the patient presented with a heart rate in the low forties. It was also reported that the right ventricular (rv) lead had exhibited high and unstable thresholds and some loss of capture at max output. Trouble shooting and a chest x-ray were preformed and the physician suspects a micro dislodgement. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.